Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There was no initial customer allegation reported. The scope was returned to olympus for preventive maintenance. However, it was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects on the connecting tube. There was no patient involvement.